Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event on 25-may-2024 and 26-may-2024. The infusion set had been in use for 1 day 1/2 for both event. Patient replaced infusion set and resumed insulin successfully. No further information was available.